Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure observed during analysis. Internal insulation abrasions were noted at 8.8-9.5cm, 10.5-11.0cm, and 12.4-13.5cm from the distal tip. The etfe coating was intact at these locations.